Event description:
I had an ideal implant that deflated and was part of this recall: https://www.accessdata.FDA.gov/scripts/cdrh/cfdocs/cfres/res.cfm?ID=174304. Do I have any recourse with the help of the FDA? Ref report: mw5157110.